Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)). Not flowing/ blocked. Drug perfused and concentration: 5fu 1.67g / 100ml.

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-200-s without packaging. The received sample was subjected to a visual examination. Damages were not detected. In sample as received condition the wire clamp was closed. The wing cap was assigned by the customer. After opening the top cap, we detected crystallized drug residues at the filling port (lli-cone). Furthermore we detected no air inside the triangle tube and we detected one air bubble inside the flow restrictor. In addition we detected residues of fluid inside the lla-cone of the pt connector. Additionally the sample was taken to a functional test respectively a leak test was carried out. The sample was filled up to the nominal volume (100 ml). After opening the white camp and waiting for a while, the pump worked (solution was running). Leaks were not detected. Furthermore we tested the flow rate of the received sample. Nominal: 0.5 ml/h. Actual: 0.7 ml in 1 h; 1.4 ml in 2 h; 2.1 ml in 3 h. We have informed our production site accordingly. A f/u report will be provided after the statement is available.